Manufacturer narrative:
One medfusion 4000 pump was returned for analysis. The operator found no alarms in recent history relating to syringe recognition. The power up process was performed, checked and verified all pump sensors were within specification and occlusion testing was performed. Customer's reported problem not found or confirmed.

Event description:
Information was received indicating that the medfusion 4000 pump was not recognizing the syringe. There were no adverse events reported.